Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests, using the same finger stick. The tests were done in a fasting state. Reporter's results were 190 and 109 mg/dl. Reporter did not have any symptoms. A control test was in range, 136 (106-159). On followup, the reporter stated that reporter was getting er2, and filled the strip to cover the white area. The lifescan rep reviewed testing technique with the reporter. No harm was alleged.